Event description:
"Leakage from the connection between a transfer set and a port of solution bag." The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with the incident.